Manufacturer narrative:
Device was received and evaluated. The defect reported by the customer was confirmed. Device inspection and evaluation found perforation leakage . The a-rubber (bending section) adhesive part was chipped and the image guide (ig) was found crushed. Furthermore, peeling of coating of the insertion section was found . Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
Customer sent a repair request due to pinhole on the device. There is no patient involvement on this event. Device evaluation found coating peeling on the insertion section of the device. This report is being submitted for coating peeling on the insertion section unit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeling coating on the insertion section likely occurred from stress, external factors and/or device handling. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's type of investigation.